Event description:
Clinical report states the pt was revised due to poly wear of the insert.

Manufacturer narrative:
Examination was not possible as the product was not returned. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. The need for corrective action is not identified.